Event description:
During a ventricular tachycardia ablation procedure using a flexibility ablation catheter, a pericardial effusion occurred. Following the transseptal puncture, the flexibility ablation catheter was advanced. Ablation was performed and the patient became hypotensive. A cardiac perforation was then noted via fluoroscopy and a pericardiocentesis was performed, which stabilized the patient; however, the effusion persisted and the patient was transferred to cardiac surgery for an anterior patch repair. A second surgery was performed to place a posterior patch. The patient developed sepsis and is currently in the ICU. There were no performance issues with any sjm device.

Event description:
Additional information received indicated the patient expired a few days after the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk with any electrode placement.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion and subsequent death may have been procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.